Event description:
Letter received from consumer indicating inability to obtain a reading (e-3 error message) with bgm test strips. Although consumer persisted in attempting to get reading, consumer lapsed into unconsciousness, suffering severe affects of hypoglycemia. Required emergency medical assistance. Strip lot being used was on the recall notification sent from bd.